Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset, after which error did not recur and caller successfully started new sensor session, but caller declined to load cartridge and resume insulin while still on call.